Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with thermage on the full face, neck, and eyelids and six days later had drooping eyelids on both eyes. Eye shields were used for the eye treatment and saline eye drops were used as lubrication for the eye shields. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
It is to be noted that this report refers to the same patient and same treatment date as the event reported under MDR # 0002954746-2016-00018. The system and treatment tips were not returned for evaluation. Only the treatment data card was returned to solta medical. An evaluation of the treatment data card showed that error messages occurred during treatment to alert the operator of not maintaining full contact to skin with consistent and sufficient force during rep delivery. If the error occurs during treatment, the rf delivery is stopped and a post-cooling step is completed, followed by an error tone and display of the event code and event message. After the error tone the system will display text with instructions for the user indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies related to the reported event. A review of the manufacturing records showed all requirements were met. The appearance of drooping of the eyelid was most likely localized swelling from treatment. Swelling is a known possible adverse patient reaction to thermage treatment. Swelling may occur and typically resolves within 5 days, but can persist up to several weeks. Application of cold compresses or gels immediately following the treatment may help to reduce the occurrence of this event. Skin irregularities are also known possible adverse patient reactions to thermage treatment. Surface irregularities are variously described as (localized) ¿small dents in the surface of the skin,¿ ¿rippling,¿ ¿ridging,¿ ¿waffle patterns¿, or ¿fat loss¿ (covering a larger surface area). Frequently, surface irregularities are not evident immediately post-treatment, but show up later (1 or more months post-treatment). In most cases solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own.